Manufacturer narrative:
There was no patient involvement and no patient information has been provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported condition. He replaced the stirrer motor, the processor board and the distributor board. The issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. According to the information provided by the technician on site, it seems that the cause of the failure could be fluid spillage which led to damage the replaced components. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side during priming. There was no patient involvement.

Manufacturer narrative:
The replaced components were requested for further investigation at manufacturer site. Results of the investigation on the components revealed that the stirrer motor had a bearing damage and the housing was rusted. Moreover, burnt resistors were found on the distribution board and the stirrer motor drive electronics was found to be defective on the processor board. Most likely a defective stirrer motor led to the boards damages.

Event description:
See initial report.